Event description:
The account stated, the bed has no functions and the head of the bed is in the up position.

Manufacturer narrative:
The technician isolated the issue to the controller. He replaced the controller to repair the bed.